Event description:
During the transfemoral tavr procedure, a ventricular perforation was noted post balloon aortic valvuloplasty (bav). A thoracotomy was performed to repair the perforation. The surgical team attempted to cross the native valve with the wire, but didn't like the position. The decision was made to reposition the wire. The new position was noted to be completely different than after original crossing. The patient was fine, no perforation was noted. The blood pressure started to drop. Bav was performed. The pressure continued to get worse. Initially, no effusion was noted; however, after review of imaging, an effusion was observed. A balloon pump was inserted to provide support. A thoracotomy was performed to repair the perforation and correct the tamponade. A 26mm sapien xt valve was then deployed in normal fashion. The pericardial window was closed. Balloon pump was removed and the patient was transferred in stable condition. It was perceived that the transition of the wire was not far enough back. During bav, the balloon pushed the wire, resulting in the perforation.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors (device manipulation) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.